Event description:
Customer reported a pump malfunction with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and no recurrence of the malfunction was noted after the reset. Customer was advised to continue using the pump and instructed to contact support if the issue reoccurred.